Manufacturer narrative:
It was reported that there was a leak at the top of the silicone segment. One sample model 2420-0007, lot 24055695 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was primed with water and a leak was observed coming from the top of the silicone segment. A pinhole at the top of the silicone segment was causing the leak. The customer complaint was verified. The root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review for model 2420-0007 lot number 24055695 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. Rcc received a complaint via email. Email(s) attached. Floor underneath IV pumps found to be wet. On tracing lines, noted leaking coming from IV tubing running IV fluids and intermittent antibiotics. Tubing inspected, fault found where top blue piece connected to pump segment of tubing. Disconnected from patient and replaced. No observable harm to patient but potential for incorrect medication dosage delivery if present during antibiotic administration.